Manufacturer narrative:
The field service representative (fsr) inspected the architect i1000sr, serial number (B)(6) , and observed a leak from the assy, manifold wz fep tips, with valves (rohs) (7-204727-03) and replaced the part. Part replacement resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. The assy, manifold wz fep tips, with valves (rohs) (7-204727-03) was determined to be the likely cause of the issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending was reviewed for the analyzer and parts and determined no trends were identified. The device historical analysis was reviewed and determined no non-conformances or deviations were identified. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient who was hospitalized with chest pain. A new sample was negative 4 hours later. The original sample was repeated and was negative. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 43.6 pg/ml repeat result = negative new sample taken 4 hours after initial = negative and repeated negative. Additional data provided (B)(6) 2024-another patient had imprecise troponin result but no specific data available. Additional data provided (B)(6) 2024-another patient reported initial result = 46 repeat results = 18 and 20 pg/ml. Overall population diagnostic cutoff for the architect = 26.2 pg/ml no impact to patient management was reported.

Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2024-00029-02 under a different suspect device. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Complete information for section a1 patient identifier is sid (B)(6) and two other patients with no identifier.

Event description:
The customer observed falsely elevated architect stat high sensitive troponin-I results for one patient who was hospitalized with chest pain. A new sample was negative 4 hours later. The original sample was repeated and was negative. The following data was provided: sid (B)(6) processed on (B)(6) 2024 initial result = 43.6 pg/ml repeat result = negative. New sample taken 4 hours after initial = negative and repeated negative. Additional data provided 31jan2024-another patient had imprecise troponin result but no specific data available. Additional data provided 07feb2024-another patient reported initial result = 46 repeat results = 18 and 20 pg/ml. Overall population diagnostic cutoff for the architect = 26.2 pg/ml no impact to patient management was reported.